Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune femoral impactor cracked on one side. Small piece broke off. No adverse affects on the patient.

Event description:
Additional information received. A. Were all pieces retrieved from the patient? -all pieces retrieved. B. Was there a surgical delay because of this event? If yes, what was the duration of the delay? -no delay or harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Review of the photographic evidence confirmed the complaint. A small piece broke off from the impactor and the device presents a crack following the breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.